Event description:
During patient use, the ventilator auto cycled. Reportedly, the patient was ambu bagged. Even after adjusting the setting, the issue remained. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.